Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed. No alarms not duplicated. All alarm functions ( power loss, start up, and no flow ) were tested and worked correctly. Fields were updated accordingly.

Event description:
Dealer is stating that the unit has no alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no alarm.